Event description:
The customer reported via phone call that the customer experienced high blood glucose and was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend feature with a sensor glucose reading of 60 mg/dl when the customer's actual blood glucose level was 498 mg/dl. Upon removing the infusion set, the customer saw the cannula was bent. The customer had also received the no delivery alarm. The customer changed the infusion set and reservoir but not the insertion site. The customer performed troubleshooting. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor passed per specifications with accurate readings however, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.